Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during use, the device's screen went black and the red lights were flashing. Complainant indicated that there was no adverse event related to the patient in the reported issue.

Manufacturer narrative:
H3: the device logs were returned to technical services for analysis. The log files indicate that although the device displayed a black screen, the device continued to ventilate during this time. Based on the findings in the logs, replacement of the main board was recommended as a precautionary measure. G1: contact information was updated.

Event description:
Additional information received indicates that the customer sent logfiles for further investigation.